Event description:
While troubleshooting for an unrelated difficulty, it was reported that a homechoice device displayed an inaccurate fluid reading. The reporter stated that the total ultrafiltration (uf) displayed on a homechoice (hc) device was 17,407ml. The patient care giver reported that the initial drain volume was 1742ml and approximately 2,000ml of fluid drained into the drain bag. The technical services representative assisted the caregiver in ending therapy and arranged a swap of the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection determined that the device was in a good physical condition. Electrical testing was performed with no issues noted. Pressure testing determined that the pneumatic system functioned normally. A short simulated therapy was performed with no issues noted. The evaluation of the device was unable to duplicate the reported issue; however, review of the event log identified the incorrect total uf reading. A service history review and a device history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). "Pneumatic" should be written as "pneumatic." The device was manufactured in 1998. A review of the service history record and device history record revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported event could not be determined. Should relevant additional information become available, a follow-up report will be submitted.